Manufacturer narrative:
Corrected data: h6 - health effect - clinical code: 4581 (unreactive fixed pupil). Should have been included. H6 - health impact - device code: 4625 additional surgery - incision enlargement, additional suture, anterior chamber irrigation/evacuation of visco/fluids. Should have been included. Additional information: h3 - device evaluation: lens was returned in a micro-centrifuge vial, dry. Visual inspection found the lens haptic broken with fiber on the lens. Dimensional inspection found the lens to be within specifications. H6 - method code 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). One similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -18.00/3.0/085 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Pupil block, angle closure with elevated iop (35 mmhg) was observed on (B)(6) 2020. Significant reduction of irido-corneal angles, unreactive (fixed) pupil, and excessive vault was observed. Anterior chamber irrigation/evacuation of visco/fluids, incision enlargement, additional suture and the lens was removed on (B)(6) 2020. Reportedly there are no plans to replace the lens. Per reporter on (B)(6) 2020, prescription of iop lowering drops provided and as of (B)(6) 2020 iop was 19mmhg and pupils are still unreactive.